Event description:
Customer alleged that the 840 ventilator did not alarm when pt got disconnected from the ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Multiple attempts have been made to try and obtain the ventilator serial # and additional info, but no customer response. Npb was not authorized to service the device.